Event description:
A customer contacted beckman coulter to report that an unicel dxc 800 synchron chemistry analyzer generated suppressed modular blood urea nitrogen (bunm) results with "ordac hi" flags. The results were not reported out of the laboratory. When the customer attempted to recalibrate bunm it failed and liquid was found on the instrument covers while troubleshooting the issue. The leak was contained to the instrument. The customer was wearing personal protective equipment (ppe) including a lab coat and gloves at the time of the event. No injury or exposure was reported. The customer confirmed that bunm was the only analyte affected. The customer provided results data for 12 patients. Bec review of the data confirmed that bunm results were suppressed and not erroneous.

Manufacturer narrative:
A field service engineer (fse) went on-site and determined that the cause of the leaking was no vacuum at the collar wash valve. Fse replaced the collar wash valve which restored the instrument to specifications. The valve was returned to bec and testing confirmed that the valve was failing to open therefore no vacuum was being applied to the probe tip to pick up wash solution. The cause of the leak is attributed to the collar wash vacuum valve.